Event description:
The nurse gave the patient a shot with the bd safety glide insulin syringe. The safety device was not activated. The top of the saftey device slid off the tip of the needle and stuck nurse in the left index finger when she was placing the needle in the sharps bucket after use. Nurse evaluated at employee health for exposure to blood born pathogens. No injury noted.

Manufacturer narrative:
Since a sample or lot number were not returned for an evaluation, we are unable to fully investigate this incident or confirm that the event reported resulted from a device malfunction. A review of our records indicated that there are no significant trends on this product line for this defect.